Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler showed a discolored heater tray. There were visual indication of particulates underneath both pump door catch posts. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There was dried fluid on the exterior of the pump door and just within the door opening inside the cassette compartment. An as-received simulated treatment was performed on the cycler and passed. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and load cell verification. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified no discrepancies. The fluid leak determination & disposition vacuum test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient death as the patient expired during treatment. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and utilization of the liberty select cycler. Additionally, there are no allegations of a device malfunction or deficiency reported for this death. The cause of death remains unknown, but the patient has several comorbidities that increase the rate for mortality in dialysis patients such as cardiac disease and diabetes. Long-term survival rates in pd patients remains poor with only 11% of patients surviving past 10 years. Cardiovascular disease accounts for most of those deaths. Based on the available information and no allegation of a device malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient expired during treatment. The patient was connected to the cycler for about an hour. Upon follow-up with the patient¿s pd nurse, the patient was found by a patient contact deceased while still connected to the liberty select cycler. The patient contact called 911 but no resuscitative efforts were performed. The cause of death is unknown; however, the patient has a history of cardiac disease including a left bundle branch block and hypertension as well as type ii diabetes, chronic obstructive pulmonary disease (copd), and sleep apnea. The pd nurse stated that no issues with the cycler or pd therapy were reported for the night of the patient event. There is no known relationship between the patient¿s death and the pd therapy or use of the liberty select cycler or any fresenius product(s).